Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to a dislodgment. It was tried to reposition but it was finally replaced. No additional adverse patient effects.